Event description:
The manufacturer received information alleging a ventilator's flow decreased. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was detached and blocking the blower inlet. The device's air path foam needs replaced to address the issue.

Manufacturer narrative:
The medical device problem code, component code and investigation findings code where corrected to address the issue found with the device.